Manufacturer narrative:
A supplemental MDR is being submitted as (a) related manufacturing report numbers are now available. B4, g3, and h2 have been updated. Additional information has been provided in h11, as the h10 fields may not currently be properly submitting. This is one of three related manufacturer reports. Please see 2015691-2025-07147 and 2015691-2025-07148.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.10. Moved the related report numbers to the h10 field.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of three manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, at some point following a transcatheter aortic valve replacement, the sapien 3 valve became stenotic and was replaced with a 23mm sapien 3 ultra resilia valve via valve-in-valve procedure.

Event description:
As reported by the field clinical specialist, approximately 7 years following a transcatheter aortic valve replacement, the sapien 3 valve became stenotic and was replaced with a 20mm sapien 3 ultra resilia valve via valve-in-valve procedure. Per the medical record, the patient presented with severe shortness of breath, and had to sleep in upright position in order to breathe. She stated she was having severe swelling in her legs. She also reported a dental issue that requires attention, for which she had been delaying the appointment due to fear of dental procedures.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, and h2 have been updated. B5, h6: health effect - clinical, device problem, investigations findings, investigations conclusions, and h11 have been corrected. H11 includes related manufacturer report references, due to errors in submission not allowing h10 fields to transmit. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause is not known, it may be related to the above-mentioned mechanisms/factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of three related manufacturer reports. Please see 2015691-2025-07147 and 2015691-2025-07148.